Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the reported issue during testing and evaluation. The ventilator passed an extended 40 hour run in test with the customers settings without any unusual alarms or conditions, however the ventilator failed the ltv final test. Carefusion replaced the flow valve to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the patient was having trouble breathing while on the ventilator. The unit was received at carefusion with a note stating that the unit does not produce any delivered or exhaled tidal volume.